Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected failed battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specification. However pump error 38 alarm noted during rewind due to corroded motor home switch. Unable to confirm pump error 43 due to pump error 38. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor and failed battery alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump got error alarm and the pump restarted and then she got battery failed alarm. The customer declined troubleshoot for high blood glucose levels. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.